Event description:
A customer reported an issue with their insulin pump, where half of the screen was black with lines, affecting their ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.